Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures. The customer mentioned multiple blood glucose values such as 170mg/dl, 180mg/dl, 190mg/dl. The troubleshooting was done customer able to rewind the insulin pump but hardware low level failure alarm again occurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, hardware low level failures error confirmed in the device history due to broken trace keypad assembly.